Event description:
During procedure, physician removed separator and found that the distal 6cm platinum coil had unwound. The separator was replaced, and the case was finished without incident. Physician stated he did not remember feeling anything unusual when this occurred. The fellow in the case stated that the separator was being used aggressively during the case to macerate clot and that the clot seemed hard and difficult to remove.

Manufacturer narrative:
Technical eval: the tip of the unit broke off just to the distal side of the tear-drop structure and is attached only by the platinum spiral. The wire just proximal of the tear-drop shows a crumpling of the wire. The damage observed agrees with the incident as reported. The report also notes that the device was used aggressively. This is supported by the crumpling seen at the base of the tear-drop, which is consistent with compression damage. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14871). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l14871) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.